Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and defibrillation threshold (dft) testing was performed. After ventricular fibrillation (vf) was induced, the arrhythmia was similar to torsade de pointes. The time to therapy was extended and the physician elected to deliver an external shock, which was followed by a shock from the device, then another external shock was delivered. The following day, the patient received 11 inappropriate shocks from the device, due to the alternate sense vector at a gain of 2x being selected by the device. The r-wave amplitudes were small and t-wave oversensing was observed. Technical services reviewed the available data and found the device picked alternate because the signal amplitude in primary was too high and the measurements were inconsistent to provide a calculation for the secondary vector. Alternate was selected as it was the vector which was not over the maximum value and its score (even if low) was considered better than other vectors. It was reported that a new automatic setup was performed and the sense vector was reprogrammed to secondary with a gain of 1x; the signal amplitude was large but not out of range at about 3.57mv. The sensed beats were appropriately labelled s. Technical services discussed troubleshooting to ensure the r-wave signal amplitude does not go out-of-range with different patient movements and postures. A new screening could also be considered, to see if different system placement would provide more appropriate r-wave amplitudes. At this time, the device remains implanted and in service with no surgical intervention or further troubleshooting planned. The patient was to receive psychological support due to anxiety caused by receiving 11 inappropriate shocks.